Event description:
Caller reported that insulin gauge was displaying an amount different than expected, indicating a fill estimate issue. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.